Event description:
Per the clinic, the patient experienced skin breakdown and developed an infection at the implant site. Subsequently, the patient was treated with oral antibiotics, however, the issue did not resolve. It was reported that the patient underwent explant surgery on (B)(6) 2024, in order to convert the patient to a transcutaneous osia implant system.

Manufacturer narrative:
This report is submitted on april 04, 2024.